Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture of the left implant with extracapsular extravasation was identified" and "breasts are of different sizes and the difference due to the rupture could be visibly verified" against left side. Device remain implanted.